Manufacturer narrative:
The reported event of entrapment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the catheter was lodged in the sheath. The mapping catheter was inserted into the sheath and advanced into the patient. When attempting remove the catheter, it seemed stuck inside the sheath. It was discovered that the quad catheter was in between splines of the mapping catheter and when it was retracted down, it was able to freely be removed; just a change in catheter positioning resolved the issue.